Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and performed various troubleshooting to resolve the plt (platelet) background issue, including replacing and rerouting various tubing and ensuring tight fittings and or connections (found loose) in the cbc (complete blood count) flow pathway. The fse verified electronic noise within specification. A 10-run reproducibility was within specification. The fse primed sweep flow. The fse performed 6 successive daily checks. The plt background was 2.5 to 3.0 ((B)(4)). (B)(4).

Event description:
The customer reported failing daily checks for the platelet background when using the unicel dxh 600 coulter cellular analysis system. The customer reported this issue had been occuring since the recent installation of the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.